Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar case and reported event, there was a possibility that the probe was broken since the surgeon outputted the device contacting with the bone. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used for a posterior pelvic exenteration and an excision presacral mass. When the user dissected the scar tissue, the distal end of the device was being used pushed against the bone with the tissue and the device was activated. Then, the probe tip of the device was broken and fell off onto the patient wound. The probe fragment was retrieved. The procedure was completed with another thunderbeat device. There was no patient harm reported.